Manufacturer narrative:
The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 25mm bioprosthetic aortic valve, the patient came off bypass and had a large area of central regurgitation. The patient was put back on bypass in an attempt to fix the regurgitation issue, then taken off bypass and back on 3 times in total. The regurgitation was never resolved, so the valve was explanted and successfully replaced with a non medtronic valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, visual examination revealed small needle holes along the sewing showed placement of implantation sutures. All leaflets were in a semi - relaxed position (which is a normal finding for this valve as it is processed with the leaflets in a relaxed state.) All leaflets were slightly stiff but flexible and intact. An intracuspal hematoma was found along the margin of attachment of the right cusp. All commissures were intact. The valve meets the minimum performance for effective orifice area (eoa) and regurgitant fraction. High-speed videos showed the leaflets fully opened and closed with sufficient leaflet opening during systole and full leaflet coaptation with no significant prolapse to impact regurgitant during diastole. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The valve leaflets which prompted the product return, behaved normally, and functioned as it should, meeting all the applicable product performance specifications as well as the international standard minimum performance requirements. Based on the investigation and analysis findings, the reported issue cannot be confirmed. If information is provided in the future, a supplemental report will be issued.